Event description:
It was reported that it is excessively difficult to inflate the cuff. Even when the cuff finally inflates it remains asymmetrical and eccentric. No patient injury.

Manufacturer narrative:
The complaint sample was returned for evaluation. Visual inspection device by the unaided eye did not reveal any defects. Using a syringe, 5ml of air was inserted through the valve. The cuff partially inflated. The instruction for use, states under set up and use to attach a syringe to the pilot balloon and slowly test inflate the cuff with 5ml of sterile water for pediatrics cuffs and 10ml of sterile water for adult cuffs. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. Following the IFU, the cuff inflated. The reported problem was not be confirmed. No corrective actions are planned at this time. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.